Manufacturer narrative:
Despite multiple requests, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was pacing failure observed with this system. No changes have been made. The status of the device is not known. No adverse patient effects were reported.